Event description:
It was reported the needle has a gas, air leak. During preparation for a renal cell carcinoma (rcc) cryoablation procedure, integrity testing of an iceforce 2.1 cx 90 degree needle found bubbles present from an unspecified location. The needle was exchanged and the procedure was completed with no patient complications.